Event description:
Report received from the USA for service. During the service, it was found that the cutter could not be inserted. It is unknown if the device was used in surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The device was evaluated and the reported condition of "cannot insert cutter" was confirmed. During service, the device was found to fail the cutter insertion test. If add'l info becomes available, a supplemental report will be sent. (B)(4).